Event description:
A large basilar tip aneurysm was demonstrated by angiography. The right and left p1 and superior cerebellar arteries were emanating from the inferior portion of the base of the aneurysm. The aneurysm was to be treated using y technique stenting. The pt had been pre-treated with clopidogrel prior to surgery and heparin was administered. Selective catheterization of the left p1 was performed and a stent was successfully deployed. The right p1 was then catheterized and a second stent was advanced through the previously placed stent without any resistance. During a final adjustment of the delivery system, rupture occurred at the base of the aneurysm. There was a massive hemorrhage and an immediate cushing response occurred, and there was a loss of brain stem responses. The stent was not deployed. The pt was treated for arrhythmia and transported to the intensive care unit where brain death protocol was followed. The pt expired after life support was withdrawn.

Manufacturer narrative:
No allegation of malfunction or non conformance contributing to the reported event.